Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC fracture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed, but the root cause could not be determined. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter revealed blood residues throughout the returned device. The catheter appeared broken at the 8 cm depth marker. A microscopic observation revealed the apparent break at the 8 cm depth marker to be an intentional cut at a slight angle with striations from a bladed instrument. A microscopic observation of the distal end of the catheter shaft at the 32 cm depth marker showed what appeared to be a break in the catheter with observable swelling along one section of the edge of the catheter. The swelling appeared to have an uneven surface and discoloration around the distal edge of the catheter. The catheter was observed to have abundant use residues inside and around the fracture surface. Sections of the fracture surface appeared smooth while other sections of the fracture surface appeared granular. The root cause of the damage of the catheter could not be determined; however, possible causes may include non-specific immune activation along the inserted catheter shaft, catheter reaction from infusates into the device, or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.